Event description:
It was reported by the aci dist that a (B)(6) year old female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed with no complications noted during the deployment. However, when the physician removed the device from the pt bleeding was noted at the access site. Manual compression was applied to the access site for 10 minutes, at which time hemostasis was achieved. No further complications or hematoma were noted. The pt was discharged from the hosp the following day ((B)(6) 2013) with no clinical sequela noted. The pt's hospitalization was not mynx device/mynx procedure related. The device was inspected outside of the pt and the personal from the cath-lab explained that the physician noted that he believes the device wire (complaint handling believes they are referring to the catheter) may have ruptured the balloon.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1305201) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.